Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not able to be interrogated with the communicator. Then, with an in person interrogation, codes were observed related to internal ICD shorts. The battery capacity was depleted. The tachy therapy was turned off and the device was recommended to be explanted. The ICD was explanted along with the right atrial and right ventricular leads. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
A thorough evaluation of the device was performed upon receipt at our post market quality assurance laboratory. Visual inspection of the device noted bloating on the pg case. Review of device memory indicated that various charge timeout alerts had been recorded. The device case was opened, and visual inspection noted that one of the two high voltage (hv) capacitors had a hole. The hv capacitor was analyzed, and it was concluded that the hv capacitor experienced internal arcing caused by a low resistance pathway between anode and cathode plates within the capacitor. This capacitor issue impacted the ability of the device to provide shock therapy because the hv capacitors could not be fully charged. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not able to be interrogated with the communicator. Then, with an in person interrogation, codes were observed related to internal ICD shorts. The battery capacity was depleted. The tachy therapy was turned off and the device was recommended to be explanted. The ICD was explanted along with the right atrial and right ventricular leads. No additional adverse patient effects were reported.